Manufacturer narrative:
H2: continuation of d10: part number: 9735824rpend, lot number updated to: 603004162. H3: a representative went to the site to preform a system check out. It was noted that the emitter was intermittently functioning. They replaced the controller and completed the system check out. (B01,c02,d02) the controller was returned and it was noted that after 18 hours of testing, there was no failure found. (B01,c19,d15). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that there was no impact to the patient. However, it has not yet been confirmed whether a patient was present.

Manufacturer narrative:
H2: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735824r, lot #: unknown, UDI #: unknown, ubd: unknown. No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used pre-operatively of a functional endoscopic sinus surgery (fess). It was reported that there was a localizer faulted error upon boot up. The site rebooted and it showed connected, then would intermittently continue to display localizer faulted. This was discovered during set up. It was later reported that the issue followed two emitters, one flat and one side. The flat emitter was then used on with a different navigation system without issue. The cause is suspected to be related to the em controller. There was a reported delay to the procedure of less than one hour. Conflicting information was received regarding the involvement of a patient. It was reported that there was no patient involved, as well as that a patient was present.